Event description:
A pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several steps, including inspecting and cleaning parts of the pump and correctly attaching the cartridge. The customer successfully completed the loading process and resumed insulin delivery.